Event description:
It was reported that when using the bd pyxis¿ medbank tower aux fridge key control was not returned. The customer confirmed that the patient to whom it was last issued was no longer active, and they were unable to use the restock function to return the key. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the key was not returned and system not allowed to issue the medication. A technical support specialist (tss) noted that the key was not returned and advised that a cycle count would need to be performed to correct the quantity. The system functioned as intended after the technical support specialist troubleshot the issue.